Event description:
It was reported that during a rhinoplasty, the surgeon requested the suction turned down and the tech accidently clamped the suction irrigation. The patient was burned. The patient was immediately treated with cold saline flushes and soaked gauze, followed by antibiotic coverage with adaptic dressing. Continual ointment coverage, adaptic dressing and bandaid. It was further reported that there was a slight surgical delay and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a rhinoplasty, the surgeon requested the suction turned down and the tech accidently clamped the suction irrigation. The patient was burned. The patient was immediately treated with cold saline flushes and soaked gauze, followed by antibiotic coverage with adaptic dressing. Continual ointment coverage, adaptic dressing and bandaid. It was further reported that there was a slight surgical delay and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.